Event description:
Findings: no sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Root cause: connection failure: the potential root causes of the connection failure (leak) could be related to: -misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. -an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage. -over-insertion of the secondary port which caused a crack at the cassette -cassette seal not assembled correctly causing a leak in the flow dial. Tubing not recognized alarm: the most probable root cause could be related to missing gold foils in the cassette, which cause the administration set to be unrecognizable by the lvp. This issue is likely due to the operator failing to pass the unit through the hot stamp machine during the manufacturing process and skipping this step as specified. Current process controls detection (connection failure): -100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. -quality sampling for final physical testing, for performing a flow and underwater leak tests. -100% visual inspection during the manufacturing process and final physical inspections. Current process controls detection (tubing not recognized alarm): -visual inspection of gold foil stamp -100% visual inspection during the manufacturing process -final physical inspections -post sterilization sampling final inspection. -the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: the pump kept beeping that the cassette wasn't recognized and to switch the pump which I did several times and then saw a few drops of liquid on their gloves. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.